Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d8,g3, g6, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation , the results of cleaning and cable replacement are unknown, however, since it has not been sent to the repair department, there is nothing wrong with the equipment, and it was presumed that the user did not connect it to the device without drying the electrical contacts of the video connector sufficiently or with foreign matter (chemical residue, scale, sebum dirt, dust, gauze fluff, etc.). Or if the electrical contacts are unstable, communication between the scope and the video processor may fail and a b30 error may occur. Or presumed that the digital light source cable connection was not perfect. Therefore, it is presumed that the communication from the light source device to the video processor became unstable and a b30 error occurred. The instruction manual states the following regarding connecting the video connector in a sufficiently dry state, including the electrical contacts. This may prevent the phenomenon. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Regarding the cable connection, the instruction manual has the following description. This may prevent the phenomenon. Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Feedback to customer: ·connect the video connector when it is sufficiently dry, including the electrical contacts, and when there are no foreign objects on it. ·connect all cables accurately and completely. If the connector has screws, be sure to tighten them. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During a call with tac (technical assistance center) engineer support, customer stated that the device has b30 error present across multiple 190 scopes. Customer also stated that the scopes operates properly with other carts. Customer stated that prior to calling tac, the clv-190 light source was swapped with a known good clv-190 and issue is still present. Customer stated along with b30 error a sparkling/interference is present in the scope image, the border around the scope image does not have any issues. Tac informed customer that in the future not to swap scopes, power down to remove and install scopes in light source. Also, error must be cleared before trying an additional scope or it will appear additional scope has same error. Tac informed customer that foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts of scope and to wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Customer stated that the endoscope connector was verified and it was clean and free of debris. Customer advised color bars are present on monitor without a scope installed in light source. Customer stated that prior to sending the device for evaluation he is going to swap the maj-1933 and maj-1941 (brightness, white balance & n b I) communication cables from a known good cart. Customer will continue to troubleshoot and will check if the issue can be resolve. Additionally, during the call with tac, customer stated that the facility is using a third party main lamps for a long time with no issues. To date, the subject device has not yet been received for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the user facility reported a b30 error message. The issue occurred during an unknown event. There was no patient involvement, no user injury associated on this reported event.